Event description:
Clinic notes were received for review for their visit dated (B)(6) 2013 the patient reported not feeling vns stimulation. Also having increased seizures, some daytime seizures also started (B)(6). At the time of the reported event was taking 20mg onfi qhs at bedtime and changed to 30mg bid, two times a day. It was reported that the patient will also need closer vns monitoring for possible prophylactic replacement since 5 years post implantation. They had a surgical consult but no surgery date planned at this time. Good faith attempts are going to be made for further details about the reported event.

Event description:
On (B)(4) 2013, it was reported that diagnostics for the patient were within normal limits. System and normal mode diagnostics indicated dccd=3 and dcdc=5, respectively. When the patient lay down and diagnostics were performed again, high impedance was seen (dcdc=4). The patient underwent full revision on (B)(6) 2013. The explanted devices were discarded.

Manufacturer narrative:
.

Event description:
It was reported that on (B)(6) 2013 that the patient was seen on (B)(6) 2013 and diagnostics showed high lead impedance. The physician stated that he will not provide any further information. The patient was referred for surgery. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a patient death.